Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge service territory manager (stm) that encountered the issue replaced the helium tubing assembly, o-ring, and the stm also replaced damaged helium tank valve. The stm performed full pm, calibration, safety, and functionality checks and the unit passed all tests to factory specifications. The unit was returned to the customer and cleared for clinical use upon completion. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp)displayed a helium leak. There was no patient involvement, thus no adverse event was reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp)displayed a helium leak. There was no patient involvement, thus no adverse event was reported.